Manufacturer narrative:
Batch review performed on 10 april 2024: lot 090086: (B)(4) items manufactured and released on 06-apr-2009. Expiration date: 2014-feb-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 10 april 2024: stem: quadra-s 01.12.005 cementless, sand blasted std stem size 5 (k072857) lot 080987: (B)(4)items manufactured and released on 23-jun-2008. Expiration date: 2013-apr-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: revision surgery 14 years and 10 months after the primary tha in a 77 year old patient due to osteolysis in the proximal femur. A standard polyethylene dual mobility liner had been implanted and after more than 14 years osteolysis may be the consequence of polyethylene wear that is commonly seen and described in literature. Pictures analysis performed by r&d project manager: from the received photos and information a sign on the external surface is present on the dm liner. We do not have the certainty of the root cause of the event, but a possible reason can be related to the presence of a third body.

Event description:
Revision surgery due to pain about 14 years and 10 months after the primary surgery. Signs of osteolysis were noted around the proximal femur. It is unknown if the liner was worn.